Event description:
Olympus was informed that a pt suffered a colon perforation after having undergone a diagnostic colonoscopy. It was reported that a wall insufflator was used during the procedure.

Manufacturer narrative:
Olympus f/u with the user facility via telephone and in writing to obtain additional details regarding the report and was informed that the user facility did not allege that an olympus device contributed to the pt's outcome. However, no additional info was provided. The device was returned to olympus for eval. The eval found the air/water flow within specification. In addition, there were no sharp edges on the insertion tube unit or the distal end. The device was repaired and returned to the user facility. The exact cause of the pt outcome could not be conclusively determined. This report will be updated if new and significant info becomes available at a later date.